Event description:
Site experiencing calcium erratic results. The following examples were provided: (1) male pt, initial 8.5 mg/dl, repeat 9.6 mg/dl. (2) male pt, initial 11.2 mg/dl, repeat 9.7 mg/dl. If additional info is received, appropriate notification will be provided.